Event description:
It was reported that the zimmer ats 750 tourniquet system completely stopped. Additional clinical follow up with the hospital indicated that the ats unit turned off during a surgical procedure and the set pressure was not maintained. The customer returned info that there had been no harm to the pt, no release of i.v. Local anesthesia, and the procedure was completed with an alternate available unit. The cuff in use was identified as a zimmer 18" single port, re-usable cuff, but the customer indicated the cuff was not able to be returned for inclusion in the investigation of the reported event. The procedure time was stated to have been increased by fifteen (15) minutes with no medical intervention reported.

Manufacturer narrative:
The device was returned to the MFR for repair and evaluation. The service record indicates that the device is 7 years old and was last returned to the MFR for repair on (B)(4) 2012. Upon initial inspection, it was discovered that the device functioned normally. The customer did not return the cuff that was used during the surgery. A cuff that displayed a leak could have caused the customer's event. Customer's event could not be duplicated and the cause of the event could not be determined. The device was serviced and returned to the customer.